Event description:
A nurse reported a folding issue during intraocular lens (iol) implant surgery. The lens had to be removed through an enlarged incision. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were broken/torn in the gusset region (not returned). The optic was torn/split in three pieces with a cut-like appearance. A lens fold test could not be conducted due to optic damage. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. There have been no other complaints reported in the lot number. Additional information was requested 02/25/2008, 03/17/2008, 04/10/2008 and 04/18/2008 by mail, fax and phone. A completed follow-up questionnaire has not been received. This report was mailed to FDA on: 05/02/2008.